Event description:
It was reported that catheter fracture occurred. A 6f long guidezilla ii was selected for use. During preparation, it was noted that the catheter was fractured. The procedure was completed with another of the same device. No patient complications reported.